Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced restenosis. The lesion being treated in the index procedure was the distal right coronary artery (dist rca). The physician implanted a taxus express2 stent of unk size. The pt had no ischemic symptoms, however 70% stenosis, (timi flow: 3) was found when 9-month follow-up evaluation was performed in 2009. Target vessel reintervention was performed with a cutting balloon. Post-stenosis was 0% on visual. Duration of hospitalization was 5 days.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.